Event description:
One year old female with medical history of tetralogy of fallot, ventricular septal defect, pulmonary atresia, and goldenhar's syndrome, status post blalock-taussig shunt and central pulmonary artery shunts underwent right ventricular outflow tract procedure using a 16 mm aortic homograft, ventricular septal defect and patent ductus arteriosis repairs, and shunt closure on 9/23/93. On 10/8/96, pt underwent balloon angioplasty due to stenosed conduit. The site relates the event to the homograft.